Event description:
It was reported that a patient was burned on her right arm between the wrist and elbow area using the select 1.5 device. The device was used for pain management after right radial head prosthesis surgery. The electrodes were placed by the or nurse on (B)(6) 2011 under the split cast on her right arm. One electrode was on the outer wrist, one was on the inner wrist, one was on the outer elbow and one was on the inner arm. The cast was very loose and not tight to allow for swelling; the cast was only on from (B)(6) 2011. The intensity was set between 2.5 and 4.0. Both channels were used. The patient was told not to run the device more that 2 hours without a one hour break. She used it for 45 minutes to an hour as needed to manage her pain. The electrodes were on for 48 hours and then removed by a family member on (B)(6) 2011 because the patient felt like something was shocking her to the point of unbearable pain. When the electrodes were removed one electrode came loose from the wire. The burn was not noticed until the cast was removed on (B)(6) 2011. The burn was considered to be a 2nd degree and 3-1/2cm in size. The burn was in the location of the electrode on the outer wrist on (B)(6) 2011, patient went to the family physician regarding the burn and other medical issues. She was referred to the emergency room for the other issues; she was given prophylactic zosyn by IV as a precaution when the emergency room doctor evaluated the burn.

Manufacturer narrative:
The investigation showed that the device operated according to specifications, no malfunctions were found.other accessories returned with the device:6 aa alkaline batteries: part number-200048-001, lot number-11594152 leadwires: part number-193068-100, lo number-0110520261 open pkg of electrodes: part number 199657-001, lot number-118111(not the electrodes used at time of the injury)all accessories were within specifications and no malfunctions were found

Manufacturer narrative:
As of this report the device was not returned to manufacturer for investigation. If the device is returned, a follow up report will be filed. ,